Manufacturer narrative:
Bd was able to verify the reported failure. The sample was sent for spectral analysis which showed that the clear droplets of material are most likely silicone while the piece of material is most likely polypropylene mixed with silicone. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. The root cause of the silicone is caused by the excessive amount of silicone that is dispensed during catheter siliconization and the final assembly process. Polypropylene is the same material used for the needle guard that may have been punctually sourced during the angiocath product assembly process and may be related to the excess silicone problem originating from the machine. A corrective action project has been initiated to investigate the silicone issue. As per request, ftir analysis was completed on the clear droplets of material observed on the surface of the catheter and the piece of material on the inner surface of the cover. A small portion of each of these material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that the clear droplets of material are most likely silicone while the piece of material is most likely polypropylene mixed with silicone. H3 other text : see section h.10.

Event description:
It was reported that three 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on the catheter tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on the catheter tip.